Event description:
It was reported that the patient experienced a low blood glucose event after making a more-than-meal announcement for a snack consisting of ice cream and cake, which differed from their usual intake. Symptoms included low blood glucose under 70 mg/dl without loss of consciousness or other acute effects. Outcomes included a low glucose episode lasting a couple of hours that was self-managed with oral glucose tablets, with device alerts for low and urgent low reported and no medical intervention or assistance required. Investigation included troubleshooting and education on appropriate meal announcements for snacks and advising follow-up with the healthcare provider or care team regarding meal announcement practices. Investigation of this case revealed that the event was associated with an incorrect meal size announcement leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.